Event description:
It was reported that during a da vinci assisted other gynecology surgical procedure, the customer experienced an intermittent, repeating information message on the right-side high resolution stereo viewer (hrsv) monitor. The customer stated the issue had been ongoing. The technical service engineer documented the symptom as an hrsv information message and, after reviewing the report. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high-resolution stereo viewer (hrsv) to correct the error messages. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation which indicates that the device may have contributed to the customer reported issue.